Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom "operational error" was confirmed and found to be a system error 105. The unit was rec'd inoperable due to a system error 105 caused by a failed motor. Review of history log also shows multiple occurrences of "system error 105." As a result, the motor assembly was replaced.

Event description:
It was reported that a pump was giving an operational error. There was no pt involvement.